Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the atrial lead was dislodged. The atrial lead was explanted and replaced. The condition of the patient is unknown.